Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured and detached cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history record (DHR) review of the indicated packaging/assembly/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu) that is supplied with this device, contains the following statements: catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use: each access to the vortex® mp port system should be performed using aseptic technique. · use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. · do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement. Instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. Potential complications: use of the system involves potential risks associated with any implanted device or indwelling catheter. They include, but are not limited to: - infection, - occlusion, - drug extravasation (leakage), - catheter pinch-off, - fibrin sheath, - thromboembolism. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2020, plaintiff underwent right internal jugular placement of an angiodynamics vortex product, model number mp-mp5sat, lot number 5358791. The vortex was implanted at (B)(6) hospital in (B)(6)., by dr. (B)(6), m.d. On or about (B)(6) 2020, plaintiff presented to (B)(6). Plaintiff's medical team attempted to access her port but was unable to do so. Plaintiff's medical team determined that her vortex needed to be removed. Dr. (B)(6), m.d., attempted to remove the port but discovered it had fractured. Dr.(B)(6) was unable to remove the port in its entirety. On or about, (B)(6) 2020, plaintiff underwent an additional surgery to remove the catheter fragment. Dr. (B)(6), m.d. Successfully removed the catheter fragment and implanted a new port.